Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr procedure, the first sapien valve was implanted in a 95:5 aortic position, resulting in severe paravalvular leak (pvl). A second sapien valve was subsequently implanted within the first valve, one stent frame more ventricular. However, there was severe central aortic insufficiency (cai) with the second valve due to leaflet overhang from the first valve. A third sapien valve was then implanted in a more aortic position, 1-2 mm lower than the first valve, which resulted in no pvl or cai. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 22 mm by tee. The native aortic valve was severely calcified.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the cai exhibited by the second sapien valve was due to leaflet overhang from the first sapien valve. The second sapien valve was positioned as intended, and there was no evidence of guide wire impingement or slow recovery of ventricular flow. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.